Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a blank display could not be duplicated or confirmed; the pump powered on to a clear and legible display. Unrelated to the original complaint, there was moisture observed in the battery compartment and the audio bolus button cover was torn, but was fully functional. The leak test failed due to the bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.